Event description:
A cracked and shattered touchscreen was reported by the customer, making interaction with the pump impossible. There was no detailed information provided regarding any adverse impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and confirmed the shipping address. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery and was instructed on how to store the pump before returning it along with using a pre-paid label for shipping.